Event description:
During surgery the calcar was reamed and the stem was implanted but sat one half centimeters above the broach level, the stem was removed the broach was reinserted and the stem was reimplanted but still sat proud by 5mm. A new stem was implanted with the same problem. The doctor accepted the leg length descrepancy and finished the case. There was a delay in surgery by 30-45 minutes.